Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the optical switch flag in the back right foot pedal assembly was out of alignment that simulated signal to disengage the locks, resulting in the float condition. The fe adjusted the flag and verified that the table locks were performing as expected.

Event description:
It was reported that the table locks did not actuate, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuring instability could lead to a fall.